Event description:
Medtronic lifepak 12. Staff reported that defibrillator charged to 200 joules but did not deliver shock. 3rd party vendor evaluated item and determined output was off 10-15 joules. Another defibrillator used to shock patient.